Event description:
It was reported that during a follow-up session the device measured undefined impedance values. The leads were tested and displayed normal values on the analyzer. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.